Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: n/a ; explant date n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted non-medtronic 2 3-millimeter (mm) surgical aortic valve, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. Using the perpendicular view of the surgical valve, the transcatheter valve was deployed to the point of no recapture (ponr) while approximately 1 mm from the non-coronary cusp (ncc). While evaluation via echocardiography and other assessments were being carried out, the valve moved towards the patient's ascending aorta. Subsequently, the attending physician attempted to recapture the valve. However, the handle was inadvertently turned in the wrong direction, causing the struts of the valve to protrude from the dcs capsule. It was determined that the valve would not be able to be recaptured, so a second valve was prepared. While preparing the second valve, the dcs was pulled in an attempt to move the valve toward the ascending aorta. While doing so, the valve caught on the graft anastomosis site, and the valve was fully released from the dcs. The paddle on the inner curvature side was then captured with a snare. On the outer curvature side of the valve, a non-medtronic guidewire was advanced by threading it through the outflow stent frame of the valve, and its tip was captured with a non-medtronic (ensnare) snare. By pulling both the guidewire and snare at the same time, the outflow crown of the valve was able to be narrowed. Concurrently, traction on the snare holding the paddle allowed the valve to be pulled towards the ascending aorta. After moving the valve, only one snare was left in place as the second valve was implanted without significant movement. The procedure was then completed.